Event description:
The medical professional can edit hard pause protocol limits in the etc02 module. For example, the caregiver can change the respiratory rate to 0. It was presented as hard limit which could not be edited by the caregiver. When making these edits, the caregiver does not have to re-confirm pause protocol settings and the pause protocol defaults to "off" without notification to the user. Overall, the etc02 module and the pca module do not communicate electronically as presented when the IV pumps were purchased. The company admitted this is a "glitch" in the software. In addition, the safety feature does not function as presented to the end users and hospital administration.